Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days post implant upon device check, the right atrial lead exhibited an increase in capture thresholds. X-ray revealed lead dislodgement. The lead was successfully repositioned. The patient&#38112;condition was stable post procedure.